Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump has not been responding now for a couple of hours, did not get any insulin. Customer reported that, the insulin pump fell out and her blood glucose went up very quickly up to 29.8 mmol/l. Customer mentioned that, she gave insulin with pen and will monitor. Customer reported that, when she replaces low battery she gets the message of battery been out too long. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor alarm during the basic occlusion test due to moisture damage on faulty sensor resistor. The insulin pump was received with high stop current due to voltage leak on interface board. The insulin pump passed displacement test, self test and off no power test. No moisture damage on electronics assembly noted.